Manufacturer narrative:
Evaluation summary: based on the reported events, it was determined that the imaging system (transmission cable and its connection part) had become disconnected, causing the abnormalities in the images. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 30-may-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 31-may-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Distorted image during angulation, ccd defect. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.